Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed an episode of ventricular fibrillation that was correctly identified as ventricular lead noise, inhibiting therapy. The lead also exhibited high pacing impedances. The patient was brought in the clinic on (B)(6) 2018 for further testing. The noise could be reproduced with isometrics and the lead impedance was varying from normal to high. The patient was asymptomatic and remained stable prior and post device interrogation. No intervention was performed.